Manufacturer narrative:
The device has not been received. Attempts have ben made to gather additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the distal section of the pipeline flex (ped) did not open. The device was deployed more than 50% and it was resheathed less than or equal to 2 times. The patient was on dapt (unknown level). The ped was removed from the patient. This event occurred during the treatment of unruptured left carotid artery. It was saccular, max diameter was 7mm and the neck was 6mm. The landing zone was 3.7 mm distally and 4.7 proximally. The anatomy was moderate in tortuosity.

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex braid were found fully opened with moderately frayed. No bend was found on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based the received photo, the report of failure to open at the distal end was confirmed as the distal end of the pipeline flex braid appeared not opened due to the damaged braid. However, based on the on the analysis findings of the returned device; the report of failure at the distal end could not be confirmed, as the returned pipeline flex braid was found fully opened with moderately frayed at both ends. The cause for damage could not be determined. The patient¿s vessel anatomy was reported to have been moderate in tortuosity. It¿s possible that the ¿moderate vessel tortuosity¿ may have contributed to the failure to open event. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ the review of lot history records shows that the finished device met all manufacturing requirements and specifications. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.